Event description:
It was reported that the ilio sacral driver retaining screw detached during use in surgery. No patient complications were reported.

Manufacturer narrative:
The device was returned to medtronic for evaluation. Visual examination confirmed the retaining pin holding the setscrew sheared allowing the setscrew to detach. A review of the device history records found no documentation to indicate a non-conformance to specification.